Event description:
Dual port implantable vascular access system placed in 1999. Pt presented to emergency dept 4 days later w/drainage, ecchymosis, extravasation of injected medication at site. Cxr revealed apparent disconnection of port from catheter, w/catheter in superior vena cava and right atrium. Pt had fluoroscopically guided retrieval of catheter. Re-admitted in 1999 for removal of device.